Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 260 mg/dl. Reportedly, there was a possible blockage within the tubing. Additionally, the customer disconnected from the infusion site, filled the tubing, and did not observe many drops of insulin exit from the end of the tubing. A cartridge and infusion set change was performed to resolve the issue. Insulin delivery was resumed.